Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received in good condition. During functional testing, the reported complaint was confirmed. The device was filled with water and fitted with temp check. It was powered on and started leaking almost immediately from the bottom left corner of the tank cover. The root cause of the reported issue was found to be that the device was cracked from unknown source, caused by the customer. No actions were taken. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device was leaking from the bottom. No patient injury was reported.